Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this report was received for examination. Visual inspection of the physical returned device was able to confirm the complaint. The bar in the center of the reamer is bent. Further inspection found that the cutting surface is dull. Additionally, the device has rust identified on various locations throughout the piece. A closer look at the device cutting surface found residue stuck on some blades. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the bar in the center of the reamer is bent. Not clear on how this was caused. No surgical delay.